Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (Clinical and impact code).

Event description:
Additional information was received: 1. Please provide the date of event? 11 mar 24 2. What part of the handle was broken? The end where hammer impacts, the handle 3. Did it break into two or more pieces? If no, please specify what is the alleged deficiency, is it dull, bent, cracked, stripped, scratched, worn, scratched, cross threaded or any device interaction issues? Chunk of metal fractured out of handle end 4. Please verify if the instrument was used during surgery? If yes, was there surgical delay? What was the duration of the delay? Instrument was used in surgery, but immediately replaced from a spare set, no delays. 5. Was there any adverse consequences that affected the patient because of the reported event? No 6. Please provide valid product and lot details for the unk hip impactor (pinnacle impactor). 221750041 ¿ product code. No lot number available. 7. Please verify the quantity involved for the broken pinnacle impactor. 1.

Event description:
It was reported that the pinnacle impactor broke.

Manufacturer narrative:
Product complaint(B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. B3: date of event is an unknown date. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.